Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. It was reported that when the physician was tightening the knot by using a "lot of pressure", the suture broke. The pt had been heavily anti-coagulated. Manual compression was applied for over 90 minutes. Hemostasis was not achieved. The pt was taken to surgery and it was reported that a large hematoma had formed. The pt was discharged within 48 hours without further adverse sequelae.